Event description:
It was reported that cartridge would slide off the pump. Customer's blood glucose (bg) level was 389 mg/dl. Reportedly, the customer reverted to manual injections until a replacement pump arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.